Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number nlf021761n ) revealed no device found message. Scrapped due to failed bench test. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported when trying to charge the stimulator today, the controller displayed software problem 1-intellis 2-3.0 3-243 4-qf_port. Pt reset the controller. Controller battery level: 60%, stimulator battery level: red/depleted. Pt confirmed being able to start a charging session with excellent/good recharge quality. Pt had been holding the recharger (rtm) with their hand during the call and stated their arm was getting tired so agent advised pt to switch to using the charging belt to hold the recharger in place while charging. The troubleshooting steps that were taken on the call resolved the issue. Patient called back stating that their controller depleted during the implant recharge from 60% to being in the red and their implant battery was still in the red. Patient said the rtm cord was "too hot" and when they called earlier the cord was hot then as well. Patient said both the controller and implant batteries need to be charged but they ca nnot charge their implant. No symptoms or patient complications were reported. Additional information was received. It was reported that the circumstances that led to implant and controller in the red/depleted was that although the controller looked new, it was used when the patient got it. The steps taken to resolve the issue were that the wire got hot on the controller so the patient unplugged it. The patient noted also, the issue has not been resolved.